Manufacturer narrative:
The reported experience of device alarms low battery when unplugged could not be investigated as no devices were provided for this investigation. The file was opened for the purpose of documenting a possible event reported by the customer. No further investigation of this event is possible currently. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Device alarms low battery when unplugged. It was reported that device alarms low battery when unplugged. Not specific to certain device just comment. Customer does not keep pcu¿s plugged into ac when not in use. Although requested, no further information or details were provided.